Event description:
One incident of clotted fibers with the psn 140 dialyzer. Baxter affiliate reported "they observed that the filter totally does not fill fibers of the arterial pole." No paitent injury or medical intervention was reported per baxter affiliate.